Event description:
It was reported while transporting a patient , the stretcher allegedly lowered unexpectedly resulting in a finger injury to a medic. The allegation of injury is partial amputation. There have been no reports of injury to the patient. The complainant has advised they will not release any details of the incident until their internal investigation is complete. The name and serial number of the stretcher involved in the alleged incident is unknown at this time.

Manufacturer narrative:
To date, the identity of the stretcher is known; however, the serial number of the stretcher has not been provided. No additional details of the incident and outcome have been provided. There have been no allegations of product malfunction being a factor in the reported incident.

Event description:
It was reported while transporting a patient, the stretcher allegedly lowered unexpectedly resulting in a finger injury to a medic. The allegation of injury is partial amputation. There have been no reports of injury to the patient. The complainant has advised they will not release any details of the incident until their internal investigation is complete. The name and serial number of the stretcher involved in the alleged incident is unknown at this time.